Event description:
It was reported that the patient presented in the Emergency Room. Interrogation revealed loss of capture of the left ventricular (LV) lead due to lead dislodgement. The LV lead was explanted and replaced on (b)(6) 2026. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.